Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Additional concomitant medical products: carto 3 system, catalog # fg540000, (B)(4); pentaray catheter, catalog and lot numbers unknown; smartablate pump, catalog and serial numbers unknown. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and a smartablate generator and suffered an esophageal fistula and death. Post-procedure, it was discovered that the patient expired (sometime in (B)(6) 2017) secondary to an esophageal fistula. There is no information regarding how the esophageal fistula was diagnosed. No autopsy information was provided. Physician did not provide a causality opinion regarding the esophageal fistula or the death event. Generator was set on power control mode. There is no information regarding generator parameters, generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. An esophageal temperature probe was used during the procedure to prevent esophageal injury. There is no information regarding spi value, catheter proximity, or the carto 3 system indicating to re-zero the catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. There were no errors reported on any bwi equipment during the procedure.